Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with blank display due to corroded electronic assemblies. Unable to verify failed battery test or pump error 25 due to blank display. Unit received with corroded motor home switch and corroded battery tube. Unit received with minor scratches on case, keypad overlay texture damage, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, stained serial number label and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 8.3 mmol/l at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.